Event description:
A surgical technician reported that during a glaucoma filtration surgery one shunt would not release and a second one released early. There was no harm to the patient. Additional information was received from the surgeon who indicated that during the same procedure, following the attempted use of a second shunt that released too early, the surgery was converted to a trabeculectomy. There are two medical device reports associated with this event. This report is for the first device.

Manufacturer narrative:
The delivery system was returned with the wire fully depressed. The shunt was not returned. The complaint of "would not release" could not be confirmed. No abnormalities were found during the device history record (DHR) review and the product was released according to criteria. The root cause could not be conclusively determined. There were no other complaints reported in the lot. (B)(4).